Manufacturer narrative:
There are multiple patients. All known information is presented in the literature article. There are multiple unknown dates of event subsequent to 2011. The 510k: this report is for an unknown tomofix medial high tibial plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Dates of implantation are unknown dates between (B)(6) 2011 and (B)(6) 2015. It is unknown if or when devices were explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: park, h., kim, hw., kam, jh. And lee, dh. (2017), open wedge high tibial osteotomy with distal tubercle osteotomy lessens change in patellar position, biomed research international, vol. 2017, pages 1-10 ((B)(6)) the purpose of this retrospective study was to investigate the change in patellar position after corrective surgery, comparing outcomes of these two surgical techniques (open wedge high tibial osteotomy vs. Open wedge high tibial osteotomy with distal tubercle osteotomy). Between january 2011 and june 2015, 63 patients (126 tibias) who had undergone bilateral open wedge high tibial osteotomy (owhto) or open wedge high tibial osteotomy with distal tubercle osteotomy (owhto/dto) for idiopathic proximal tibial vara were enrolled in the study. The study was divided into 2 groups, group 1 (owhto) consisted of 30 patients (8 male and 22 female) with mean age of 32.8 ± 7.5 years and group 2 (owhto/dto) consisted of 33 patients (13 male and 20 female) with mean age of 30.5 ± 8.0 years. Osteotomy fixation was done using unknown synthes tomofix medial high tibial plate. Follow-up was done in 3 months. The following complications were reported: 2 two patients experienced tibial tuberosity fracture during tuberosity osteotomy. Remedied by fixation screws, these fractures healed in 3 months. This report is for an unknown synthes tomofix medial high tibial plate. This is report 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.